Manufacturer narrative:
Calf support.

Event description:
It was reported by service report that the left calf support had come off the left foot assembly and screws were stuck in the foot assembly. No pt involvement or adverse consequences are reported.